Event description:
It was reported that while using the surgical fiber during a prostate procedure, the fiber cap detached. It is unknown whether the cap detached inside or outside of the patient, however, there was no report of the device remaining inside the patient or that cap retrieval was performed. The procedure was completed using a second fiber. Patient outcome: "no damages to the patient."

Manufacturer narrative:
Device available for evaluation updated. (B)(4). Device evaluated by manufacturer updated. Evaluation codes added. Product evaluation: failure analysis for fiber (B)(4): the fiber exhibited a circumferential fracture distal to fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture rotated independently of the metal cap; the metal and glass caps were still intact and attached; the glass cap exhibited severe devitrification at the output window ; the metal cap exhibited severe burnt on detritus. Based on the analysis above, the potential for forward firing may exist. Probable root causes: based on the product analysis results, the probable root cause of the failure is localized heat accumulation due to user handling and or anatomical/procedural factors encountered during the procedure, resulting in accelerated cap wear, limiting the performance of the fiber.